Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Prior to a surgery, medtech field service engineers attempted to perform an applicative test. The robot repeatedly displayed a communication failure when attempting to move the robot arm from the park to the home position.

Manufacturer narrative:
Manufacturer narrative: a review of the data log files for the subject surgery indicated that the root cause for the multiple communication failures is a software bug. Corrected data: date received by the manufacturer, evaluation code.